Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl with moderate to large ketones; cause unknown. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg. Customer declined further troubleshooting with tandem technical support, therefore no additional information was obtained.